Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirm that the cmos module with drive pcb objective lens cracked. Based on the result, we concluded that it was caused due to the excessive force appliedo on the cmos module with drive pcb objective lens. In addition, our technician confirmed that the cmos module with drive pcb shadow in image, the insertion flexible tube bump, and the cmos module with drive pcb objective lens cracked; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(objective lens broken).